Event description:
Failure of pt therapy cable on lifepak 12 monitor/defibrillator to provide emergently needed transcutaneous pacing in pt with severe bradycardia. After pt arrested (pea rhythm), transcutaneous pacing was performed via replacement lp12 from backup ems unit requested to assist on scene. Pt died in emergency dept shortly after arrival.